Event description:
Prior to inserting the angio seal into the patient it was discovered that the dilator did not securely connect to the delivery system. It 'clicked' in both sound and feel, but when loading it onto the wire, the dilator was pushed back out of the delivery device and failed to stay connected. Device was discarded and a new device was prepped.